Manufacturer narrative:
(B) (4). (B) (4) infection. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent an open, primary umbilical hernia repair on (B) (6) 2009 and the mesh was placed pre-peritoneally. The pt presented with cellulitis (inflammation) of the abdominal wall on (B) (6) 2009. Antibiotics were prescribed. The stop date of the event is listed as (B) (6) 2009. A post-operative visit on (B) (6) 2010 recorded no issues.